Event description:
Customer stated a blood glucose result of 431mg/dl was received; the customer took regular insulin and sliding scale insulin. 2 hours later their sugar dropped and they passed out. Paramedics were called and they received a blood glucose result of 14mg/dl. They were given 2 shots of glucose. They retested and recieved a result of 128mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.